Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that an unspecified number of syringe 5ml ll sp125 experienced breaches in sterility. The following information was provided by the initial reporter: material no: 309646, batch no: unknown. Per customer email: we have implemented the wipe down of all our supplies as they enter the clean room with a sporicidal agent and are finding the small volume bd syringes with the paper component on the packaging are being damaged by this wipe. The paper itself is becoming compromised and we worry this is conceding the sterility of the syringe inside. The larger syringes that are packaged in the plastic are working perfect.